Event description:
It was reported that the pump would not prime. The pump has been returned and evaluated by product analysis on (B)(4) 2011. During evaluation the force sensor assembly was found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor assembly was found to be damaged. The motor flex was found to have an intermittent connection. The pump was able to rewind, load and prime successfully. The pump was exercised for 24 hours with no issues. The force sensor was found to be in calibration. (B)(6). Correction number - 2531779-03/24/2010-003-r.